Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested for evaluation but was not returned, therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Device history record review revealed nothing relevant to this event. The typical cause for this type of event is the use of excessive force to pass the needle through thick or hard tissue or hitting bone with the needle. There is a label on the device warning the user against re-sterilizing, reusing, hitting bone or use of excessive force as these may result in needle breakage or patient injury. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted. Device discarded by the facility.

Event description:
It was reported that during a routine labral repair of the shoulder using the labral scorpion (ar-13998) loaded with a scorpion surefire needle (ar-13991n), the tip of the needle broke-off and became lodged in the patient's glenoid labrum. The position of the tip of the needle was confirmed using x-ray and was visibly embedded deep in the labrum. The tip of the needle was left in-situ. The surgeon was not bothered by its presence and the patient was reassured that it's presence is unlikely to be a problem. The procedure was completed as intended.